Event description:
An 80 y/o female patient had scheduled procedure for left video assisted thoracic surgery with wedge resection, possible thoracotomy with lobectomy, left thoracic node dissection. Surgeon noted malfunction with stapler device, excessive bleeding occurred, and patient exsanguinated in the operating room.